Manufacturer narrative:
D2b: pro code: dsk d4 expiration date: 12/31/9999 e1: initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. Prior to the procedure, the device alerted error code 1101 and the procedure was not completed. It was later reported that the procedure was not cancelled, and that the procedure was completed without any patient complications.

Manufacturer narrative:
D2b: pro code: dsk. D4 expiration date: 12/31/9999. E1: initial reporter facility name: (B)(6) university.

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. Prior to the procedure, the device alerted error code 1101 and the procedure was not completed.